Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the helix would no longer extend or retract. Once turned completely, the helix popped out. The lead was explanted. There were no reported adverse patient consequences related to this event.